Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent for an ultrasound guided percutaneous nephrostomy procedure using navarre universal drain. During the procedure, the clinical team discovered that the drainage catheter was missing the rubber ring upon unpacking, with the issue noted at the white end of the device. The problem was identified after the procedure. The procedure was completed using another device. There was no reported patient injury.